Event description:
An ocd analyst obtained non-reproducible, unexpected (B)(6) results (12.4, 13.3, 14.6 (positive) vs. Expected result < 8.00 miu/ml, negative) from three different samples obtained during a routine stability test event while using the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, unexpected positive vitros (B)(6) results were obtained from three different samples during a routine stability test event while using the vitros 3600 system. The investigation could not determine a definitive root cause. An instrument, reagent or use of expired reagent cannot be ruled out as contributing factors. Although expired (B)(6) reagent is used for this testing event, the samples were expected to produce (B)(6) negative results. Internal investigation is on-going.